Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. (B)(4).

Event description:
It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of the right femoral artery after an interventional procedure. Reportedly, the suture would not completely come out of the proglide. Some slight harvesting/pulling of the suture was done to completely free the suture from the sheath. The suture rail was pulled simultaneously, removing the proglide. The knot had some difficulty moving through the track of the puncture, but eventually reached the artery and locked into place. The suture was cut and removed. There was moderate oozing after locking the sight for approximately 30 minutes. There were not adverse patient effects reported. No additional information was provided.

Event description:
The lay user/patient contacted lifescan alleging the meter displays error 5 message. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.

Manufacturer narrative:
(B)(4). The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case failed testing. Spc test port found dirty. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.